Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation experienced an insulation breach due to environmental stress cracking while in vivo.

Event description:
The lead was explanted after the patient had passed away. The lead was returned, analyzed and tested out of specification. Attempts to obtain the patient's cause of death were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.